Event description:
Caller reported receiving a minimum fill notification while attempting to reload a cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to clean the pneumatic tap area, and after loading a new cartridge, the issue was resolved. The caller successfully loaded the cartridge and resumed insulin delivery.